Event description:
The ve lvad was implanted in 2000. Three days later, the MFR was contacted and informed that the pt had died due to the inflow cannula having pulled out of the left ventricle. The hosp reported that the pt was doing well postoperatively until 2 days following surgery, when pt developed respiratory difficulties after being aggressively suctioned, at which time pt developed low flows on the ve lvad. A chest tube was placed in the pleural cavity and 800cc of blood was returned. The next day, the pt's lab results indicated that pt was in disseminated intravascular coagulation (dic). The pt subsequently developed an agonal cardiac rhythm and arrested. The surgeon opened the chest in the csicu and it was found that the inflow cannula of the lvad had slipped out of the left ventricular septum. The pt subsequently exsanguinated and expired that same day.